Manufacturer narrative:
The device remains implanted and this product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a remote interrogation of this device was not downloading properly and rf telemetry was verified to be on. Troubleshooting was performed without a successful result.